Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-00086, related manufacturer reference number 3006705815-2021-00087, related manufacturer reference number 1627487-2021-00245, related manufacturer reference number 1627487-2021-00247. It was reported that patient experienced infection at the ipg site that had spread to the leads. Patient was treated with multi-antibiotics regimen. Surgical intervention was undertaken, wherein the entire system was explanted, and the incision sites were flushed with antibiotics to address the issue.